Event description:
It was reported that the patients incisions appeared to be infected. Symptoms of intermittent fever, extreme pain on palpation and purulent discharge were noted. It was also noted that the infection was not device related. The patient was prescribed antibiotics and was reportedly doing well.